Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview hemopro endoscopic vessel harvesting system cracked. This was noticed after the procedure was completed. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).